Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing record was not reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Chhabra, r., tan, s.z., au, l., spencer, a.f., fenerty, c.h., and jones, n.p., (2018) long-term outcomes and complications of baerveldt glaucoma drainage implants in adults with glaucoma secondary to uveitis. Ocular immunology & inflammation, 2018; 00(00): 1¿8 https://doi.org/10.1080/09273948.2018.1517892. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: long-term outcomes and complications of baerveldt glaucoma drainage implants in adults with glaucoma secondary to uveitis. In the publication, failure was described as intraocular pressure (iop) >21 or <6: 2 eyes at 12 mos. Post op had iop >21, 3 eyes at 36 mos. Post op with iop >21, and 4 eyes at 60 mos. Post op with iop >21. 1 eye at 12 mos. Had iop <6; 2 eyes at 36 mos. With iop <6, and 1 eye at 60 mos. With iop <6. Post operative complications: 13 eyes had flat/shallow anterior chamber, 2 eyes had choroidal effusion, 2 eyes had hyphema, 2 eyes had cystoid macular edema, 2 eyes with suboptimal iop, 1 eye with hypotonous maculopathy, 1 eye with corneal infiltrate, 1 with sight threatening flare-up of inflammation with progression to no light perception vision, 1 with a kinked tube. 13 eyes lost two or more lines of snellen vision. Postoperative interventions included: 11 anterior chamber reformations, 1 hyphema washout, 3 tube interventions, 1 tube ligation, 1 tube stenting, 1 argon laser suturelysis, and 2 diode laser.